Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-70 serial #: (B)(4). Description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information could be obtained by the bsn representative at this time.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.